Manufacturer narrative:
The insulin pump passed functional testings including displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive no delivery error alarm noted. Device was received with normal operating currents and no unexpected off no power or low battery alarm noted. Device was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in bolus history screen. No bolus history anomaly noted. Device had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. See manufacturer report number 2032227-2015-56624.

Event description:
Customer's mother reported via phone call that the insulin pump had been alarming no delivery the morning of the call. Mother mentioned the customer was hospitalized and they are having issues with the insulin pump again. Blood glucose value was 309 mg/dl. Customer had changed the battery and then received the alarm. It was stated that they checked the bolus history and it was not accurate. Customer changed the site and about 30 minutes later, his blood glucose was 431 mg/dl. It was stated the alarm was resolved by a complete set change and the customer was able to get his blood glucose level down. The insulin pump was replaced and returned for analysis.